Event description:
It was reported that during an unknown procedure, the clip jammed in the device. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good condition. Upon visual inspection, it was observed a clip jammed inside the shaft; the jammed clip was removed in order to perform functional testing. In addition, two malformed clips were returned along with the instrument. In an attempt to replicate the reported incident, the device was cycled and it fed and formed five conforming clips. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.